Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A biostop g size 8 inserter had become disengaged from the insertion handle and was cemented along with the biostop implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿a biostop g size 8 inserter had become disengaged from the insertion handle and was cemented along with the biostop implant.¿ the holder has not been returned as it remains in the patient. There is no other information available to confirm the complaint description. The introducer rod supplied to customers comes as part of a set along with seven sizing trials which are used to determine the size of the medullary canal and the size of the biostop g bioresorbable cement restrictor to be implanted, and four restrictor holders which are used to fit the biostop g restrictor into the medullary canal. These sizing trials and restrictor holders are detachable and interchangeable, dependent on the size of the medullary canal which is individual to the patient. They can therefore be screwed on and off the end of the introducer rod. If the surgeon has screwed on the restrictor holder and placed the biostop restrictor on the end of the holder, inserted into the patient, then rotated the introducer rod, rather than pulling straight back out, this would result in the holder being left implanted within the patient. There is a highlighted warning in the IFU for the instrument set (IFU-0563-968) under the special warnings section, which states the following: "do not rotate the unit, which could unscrew the sizing trial or the restrictor holder in the medullary canal. This would make it very difficult to remove it from the canal". This failure mode is also highlighted in the dfmea (dva-107701-fde rev 9) on lines 133-135 which states the potential cause of failure as: ¿the introducer rod is rotated (especially anticlockwise with respect to the holder) whilst still inside the patient.¿ in each case, the risk is considered as low as possible and cannot be further mitigated. Under evidence and rationale for occurrence rating, the dfmea references the IFU with the statement noted above and it also includes the following: "there have been customer complaints of detachment of accidental detachment of sizing trials and holders from the introducer rod. However, the four holders are machined from passivated 316 lvm stainless steel that is considered biocompatible and suitable for medical instruments and for permanent implants. Thus, accidental implantation would not result in an adverse tissue reaction.¿ the root cause is therefore deemed user error with no product problem evident. The user should have pulled the holder from the implant, and instead has twisted the holder from the rod. This has resulted in the holder remaining in the patient. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : product is manufactured externally so no device history available for review.